Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: during an open heart procedure, the needle detached from suture while tying and they couldnt locate it. An x-ray was performed in attempt to locate the needle. The location of the needle was not determined. Patient is currently fine.the current status of the patient? 10. Can you confirm that the device will be returned for evaluation? 11. Was the device reprocessed or re-sterilized prior to use?the lot number is unknown as they used the last of that box; however, one lot number they stock is a5k0337wx..